Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain for 10 fays before menstruations") in a female patient who had essure (batch no. D72015) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("more abundant menstruations"). The patient was treated with surgery (bilateral total salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2018, the patient underwent bilateral total salpingectomy via laparoscopy. Integrity of tubes. No tubal effraction. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: well placed essure inserts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain for 10 fays before menstruations") in a female patient who had essure (batch no. D72015) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("more abundant menstruations"). The patient was treated with surgery (bilateral total salpingectomy via laparoscopy). Essure was removed on 5-sep-2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2018, the patient underwent bilateral total salpingectomy via laparoscopy. Integrity of tubes. No tubal effraction. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: well placed essure inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.